Event description:
Caller reported a potential false negative troponin I (tni) result on triage cardiac panel vs. Centaur. Pt's initial complaint was chest pain and high blood pressure. Pt's medications unk. EKG results unk. No further pt info was provided. Draws were done at 510, 1110 and 1700.

Manufacturer narrative:
Investigation pending.